Event description:
The pt had 2 implantable neurostimulator batteries in the last 3 years. It was reported that 'bad' leads caused the implantable neurostimulator batteries to deplete. Impedance was greater than 4000 ohms. After 2 neurostimulator replacements, the leads and extensions were replaced (reference mfg reports 3004209178200901569 and 3007566237201003764). Extensions (B)(4) and (B)(4) and leads replaced (B)(6) 2010.

Manufacturer narrative:
(B)(4).